Event description:
Reporter claims severe health problems. Right silicone implant has folded, burning is very bad, the pain is bad, a lot of memory loss, tired all the time, weak bones hurt. Her daughter is sick from the silicone.